Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient passed away at home on (B)(6) 2026. The patient had last spoken with their brother around 10am on (B)(6) 2025. The brother attempted to call the patient that afternoon and could not get a hold of them. The brother went to the patient's house to check on them. The patient was found down with both power cables disconnected from power and the system controller was completely dead with no lights or audible sounds. The coroner was sending the controller back for further investigation and to pull log files. This was being worked as a suicide but was still to be determined.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these alarms could not be conclusively determined. The system controller event and periodic log files contained relevant events and data from (B)(6) 2025 through (B)(6) 2026, per the timestamps. A low flow hazard alarm was observed on (B)(6) 2025 in the periodic log file. Additionally, intermittent low flow hazard alarms were observed on (B)(6) 2026 in the event log file. A no external power alarm was also captured at 11:11:24 on (B)(6) 2026 (addressed under the mobile power unit investigation). Following this timeframe, the system operated on the system controller backup battery for just over 2 hours until it became fully depleted, resulting in a pump stop. The exact duration of the pump stop could not be determined as the system controller clock was corrupt upon the restoration of power. No other notable pump events or alarms were captured. It is unknown if the patient expired before or after the observed pump stop event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. This chapter also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The log file appeared to capture a loss of power to the mobile power unit (mpu) at 11:11 am on (B)(6) 2026. This was immediately followed by power cable disconnect alarms. The system continued to operate at the set speed and was supported by the controller¿s backup battery (ebb) until the ebb was depleted and the system stopped at 1:28 pm. In addition, the log file captured multiple low flow events on (B)(6) 2026. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. The mcs equipment was operating as intended.